Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the pump shuts down without warning, screen damage, button unresponsive, no delivery/occlusion alarm. The customer reported no adverse event. The event involved product(s) unomedical, mmt-1884l, mmt-332a. The customer reported a past insulin flow blocked alarm. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for unomedical. No product return is required for mmt-1884l. No product return is required for mmt-332a.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and selftest, successfully downloaded history files and traces using thump. No unexpected blank display anomalies, battery/power related alerts/alarms or no delivery alarms noted during testing. No battery/power alerts/alarms in the history files on or 7 days before the event date. The power management graph was in spec. Customer did not experience an unexpected power loss of less than 7 days due to no records of a low battery alert - fault 104 in pump history records on or before the event date. The p-cap locks properly into the reservoir compartment. All buttons functioned properly, no moisture or physical damage to the keypad assembly, and the j2 connector was locked properly on pcba 1 noted. The pump was cut open and no moisture or physical damage was noted during visual inspection. The following were noted during visual inspection: minor scratched lcd window, damaged display window cover (scratched), cracked keypad overlay, pillowing keypad overlay, keypad overlay texture damage, cracked case-corner of belt clip rails, and scratched case. Blank displays, no delivery alarms, and unresponsive button during analysis was not confirmed. Screen damage was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.